Manufacturer narrative:
(B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the first ercp procedure was to remove stones and a plastic stent out of the common bile duct. In addition, concrements were also removed which had been discovered by the application of contrast agents in the distal part of the common bile duct. The concrements were removed using a basket and a balloon (manufacturers unknown). They used contrast medium in the first ercp but with catheter, pancreas head and corpus are not selectively displayed without lateral branches. A complete visualization of the pancreatic duct was not intended. There were no reported issues with the jagwire. The patient was stable post-procedure. A day later the patient's cholestasis values increased. Therefore, a second ercp procedure was performed, due to post ercp pancreatitis. Contrast medium was used but a visualization of the pancreatic duct was omitted. A 2cm piece of the jagwire coating was found inside the bile duct, and was successfully retrieved using a balloon catheter (manufacturer unknown). In the physician's assessment, "he cannot say for sure what caused the pancreatitis".